Event description:
It was reported that there were no issues with the patient¿s first pump and it took care of his pain. When the pump was replaced, the healthcare provider (hcp) told the patient that the catheter was ¿blocked or something¿. They could not get any fluid to come from the catheter. They could not get the catheter to drain; the fluid would not go through. They put another catheter around it and still could not get fluids through, so they just left it in. It was also reported that the patient developed lumps above and below where the catheter was. Initially, the patient found lumps in his back and did not know what was going on. He noticed a lump prior to the pump replacement in (B)(6) 2013. The patient was sent to interventional radiology and they did an x-ray with fluoroscopy. The radiologist said that there was nothing to worry about and that nothing was wrong. The pump medication at the time of the event was not reported. However, at time of this report, the device system was used to deliver bupivacaine and dilaudid.

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with their doctor or manufacturer's representative with an appointment date of (B)(6) 2014.

Manufacturer narrative:
Concomtiant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type catheter. (B)(4).